Event description:
It was reported that the clinic informed their local sales representative (sr) that it was difficult to maintain telemetry with a patient. They were not sure if the problem was the radio frequency (rf head) or the programmer itself. Another programmer was used to finish the interrogation. The sr later went into the clinic and booted up the programmer. It booted up to an error message. Technical support (ts) recommended the sr run the service disk, which was done. The sr then interrogated a different device in the box and everything seemed to work fine. No further issues have been reported and the programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).